Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Review of ticket trending did not identify atypical complaint activity related to the issue under review. Returns were not available. Accuracy testing was performed on lots 31110m500 and 31111m500. Testing failed for both reagent lots for panel 1 out of specification. Retest was performed for both lots and failed due to panel 1 out of specification. Instrument troubleshooting did not identify any issues. Field data analysis was performed using to assess the performance of the assay. The data analysis demonstrated that the median patient values have not shifted over time and that the reagent lots under evaluation read patient results consistently. A deficiency was not identified as the patient mean data review shows that the likely cause lots performed per specification. A malfunction was also not identified since the issue is limited to two patient samples and it is not clear when the troubleshooting of the instrument was performed and how the patient samples were handled. Accuracy testing failure due to panel 1 failure will be further investigated.

Manufacturer narrative:
This report is being filed against an ex-us product (02k91-20) that has a similar product (02k91-27) distributed in the us. (B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer questioned the architect ca19-9xr assay results generated from one patient sample. The customer provided the following data (u/ml): sid votr generated results of 76.0, 87.7, 100.7 (using reagent lot 31111m500) and 95.1, 107.9 and 130.5 u/ml (using reagent lot 31110m500). No impact to patient management was reported.